Manufacturer narrative:
(B)(4)

Event description:
It was reported that an alert was recieved via remote transmission showing intermittent ventricular safety pacing after atrial pacing. It was also noted that rv lead sensing had dropped along with a gradual drop in pacing lead impedance and an increase in capture threshold. Crosstalk is suspected. Rv lead was explanted and replaced. Patient was fine post-procedure.